Event description:
Rv lead noise showing at follow up. Lead was capped and replaced during device change out.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.